Event description:
It was reported that this right ventricular (rv) lead was explanted due to an infection. Patient experienced discomfort, pain, edema, swelling and hematoma due to this infection. Device is not expected to return for analysis. A new system was successfully implanted. No additional adverse patient effects were reported. This lead will be returned.